Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and tip detachment occurred. The target lesion was located in the heavily calcified proximal right coronary artery. A 12mm x 4.00mm nc quantum apex¿ balloon catheter was advanced for dilation. However during first inflation, the balloon ruptured. Subsequently, the tip of the balloon catheter got caught up in the stent struts and was noted to be fractured. The device was removed successfully using a snare and the procedure was completed with another balloon to post dilate the stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The balloon was torn circumferentially. The inner shaft along with the distal portion of the balloon was not returned. There was blood in the wire lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and tip detachment occurred. The target lesion was located in the heavily calcified proximal right coronary artery. A 12mm x 4.00mm nc quantum apex¿ balloon catheter was advanced for dilation. However during first inflation, the balloon ruptured. Subsequently, the tip of the balloon catheter got caught up in the stent struts and was noted to be fractured. The device was removed successfully using a snare and the procedure was completed with another balloon to post dilate the stent. No further patient complications were reported and the patient's status was stable.